Event description:
The physician was using a manual rongeur instrument in the sterile field. The handle broke off while in use. All pieces were retrieved. An x-ray was taken and reported as negative by radiology. The physician was aware of the x-ray results. There was no harm to the patient. What was the original intended procedure? Anterior cervical microdiscectomies at c3-4, c4-5, c5-6, and anterior atlantis vision plating c3, 4, 5, 6. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The customer was contacted regarding product returned; however, the forceps was not returned for evaluation. Furthermore, the lot number for the subject product was not reported; therefore, the lot history records cannot be reviewed. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed, should the product be returned at a later date this complaint will be re-opened and an investigation will be performed. No CAPA section. Device not available.

Manufacturer narrative:
Gtin: discontinued. Upon completion of the investigation, a follow up report will be filed.